Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4). No files attached.

Event description:
Report received from user stating that the device has a "heat" issue. The device was being used during surgery. No injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.